Manufacturer narrative:
Correction: additional information received indicates that the complaint device belongs to MDR reporting site (B)(4).

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that hip revision surgery was performed due to disengaged acetabular component, pain, inability to bear weight.